Event description:
According to the reporter: the clips failed to occlude the vessel, resulting in unnecessary blood loss and more dissection around the vessel to gain control of the bleeding.

Manufacturer narrative:
(B)(4)